Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had repeat insulin flow block alarm. The customer blood glucose level was 60 mg/dl, 300 mg/dl at the time of incident and target blood glucose level was 70 mg/dl to 120 mg/dl. The customer was assisted with troubleshooting. The customer states that they tried different cannula lengths. Customer states sites were rotated, site locations with sufficient sub q tissue were being selected and they avoid inserting into areas with scarred tissue. Customer states the tubing bent or kinked. Customer states they had tried all remedies. Customer states they did the displacement test and insulin pump passed the test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.